Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). It was indicated that the infection was located in the scrotum and followed the tubing. The physician believed the device contributed to the infection but the onset of the symptoms was unknown. A surgical procedure was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. There were no device malfunctions associated with the explanted device and the patient did not experience further complications. The post-operational antibiotic treatment information was unavailable.